Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed. The coil was covered in dried blood. The middle of the coil was severely stretched and kinked. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. Microscopic inspection revealed that the zap tip shape and surface was smooth. The coil dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during the procedure. Product analysis found dried blood on the returned coil which indicates insufficient flush was maintained during the procedure. Vigorous flushing of the catheter and any intraluminal device either by hand injection or continuous flush must be maintained to reduce the risk of retrograde blood flow and/or thrombosis occurring in the catheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing/withdrawing the coil in the introducer sheath and catheter. The dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ ¿attach the included rhv to the proximal luer adapter on the hub of the catheter. Begin setup for either (a) hand injection or (b) continuous flush of heparinized saline solution by doing the following: a. Hand injection setup: connect a 20cc syringe filled with heparinized saline solution to the side arm of the rhv. B. Continuous flush setup: attach a line for continuous flush of heparinized saline solution to the rhv. In general, one drop of saline solution every 1-3 seconds is recommended." (B)(4).

Event description:
Reportable based on device analysis completed on 20nov2015. It was reported that the coil became unraveled. A 10mm x 40 cm interlock&#11123;5 was selected for use. During the embolization of the pulmonary arteriovenous malformation, the physician attempted to pull back the coil in the catheter. However, the coil got caught while remained attached and was unraveled. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil had been pulled off and the number of fiber bundles recorded was below the assigned specification.

Manufacturer narrative:
Correction: the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the coil became unraveled. A 10mm x 40 cm interlock -35 was selected for use. During the embolization of the pulmonary arteriovenous malformation, the physician attempted to pull back the coil in the catheter. However, the coil got caught while remained attached and was unraveled. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil had been pulled off and the number of fiber bundles recorded was below the assigned specification.